Event description:
As reported, a 5f mynx control vascular closure device (vcd) could not be inserted into a 5f non-cordis sheath due to resistance when the physician attempted insertion. Manual compression was performed, and hemostasis was achieved. There was no reported patient injury. The device was prepared and used in accordance with the instructions for use. The device was used during a coronary angiography procedure via a retrograde femoral approach. There were no visible signs of device or package damage prior to use. The femoral artery suitability was verified by angiography, including sheath insertion angle, vessel diameter greater than 5 mm, absence of a nearby stent, no stenosis greater than 50% at the puncture site, no prior closure at the target site within 30 days, and no pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. The device will be returned for evaluation. Addendum: the sealant was found exposed from the sealant sleeves on product evaluation.

Manufacturer narrative:
As reported, a 5f mynx control vascular closure device (vcd) could not be inserted into a 5f non-cordis sheath due to resistance when the physician attempted insertion. Manual compression was performed, and hemostasis was achieved. There was no reported patient injury. The device was prepared and used in accordance with the instructions for use (IFU). The device was used during a coronary angiography procedure via a retrograde femoral approach. There were no visible signs of device or package damage prior to use. The femoral artery suitability was verified by angiography, including sheath insertion angle, vessel diameter greater than 5 mm, absence of a nearby stent, no stenosis greater than 50% at the puncture site, no prior closure at the target site within 30 days, and no pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. One (1) non-sterile 5f mynx control vascular closure device (vcd) involved in the reported complaint was returned for investigation. Visual inspection of the device showed that button 1 was not depressed, and button 2 was not depressed. The stopcock was found open, with no syringe returned for this evaluation. The sealant was exposed but still mounted on the unit delivery shaft. Regarding the condition of the sealant sleeves, a severely frayed/split/torn condition was observed. The catheter sheath introducer (csi) was not returned for this evaluation. The balloon was returned deflated, and the core wire was present, while the atraumatic tip did not present any damage or abnormal condition. No additional anomalies were observed during this analysis. A dimensional analysis of the slit length could not be executed due to the severely frayed/split/torn condition of the sealant sleeves. Additionally, the catheter working length was verified and noted to be within the defined parameter. The dimension was obtained using a calibrated ruler. An attempt to perform the functional test to evaluate the insertion/withdrawal of a catheter sheath introducer (csi) could not be completed due to the severely frayed/split/torn condition of the sealant sleeves. Additionally, a simulated deployment test evaluation to ensure functionality was performed. The unit worked as intended, deploying the sealant and retracting the balloon respectively. After the tension indicator was aligned by pulling in the distal direction, the distal tip and button 1 and button 2 were depressed in the instructed sequence. An additional verification to confirm compatibility with the sheath used per device IFU could not be verified since the catheter sheath introducer (csi) was not returned and the functional insertion/withdrawal analysis could not be performed due to the severely frayed/split/torn condition of the sealant sleeves. The reported event of ¿mynx control system-impeded¿ was observed through analysis of the returned device since the functional insertion/withdrawal test could not be completed due to the severely frayed/split/torn sealant sleeves. Additionally, a condition was noted with the returned device of ¿mynx control system-deployment difficulty-premature¿ due to the exposed sealant from the damaged sleeves. The exact cause of the observed conditions could not be conclusively determined during product evaluation. Based on the information available for review and product analysis, it is difficult to determine what factors may have contributed to the issue experienced. However, procedural/handling factors (such as using excessive force during insertion, incorrect insertion angle, and/or not supporting the distal end during insertion into the sheath) and/or the condition of the sheath (which was not returned for analysis) possibly contributed to the damaged condition of the sealant sleeves, the impedance experienced during insertion, and the subsequent premature exposure of the sealant. It should be noted that the mynx control device is manufactured with a slit at the end of the catheter cartridge tubing. The outer sleeve assembly is assembled with 2 side slit overlapping outer sleeves. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. Refer to the diagram of the mynx control vcd within the IFU displaying the sealant sleeve with slit. If the outer sleeve is damaged/shredded during prepping phase and/or insertion into the sheath, it could cause the sealant to be exposed/swollen prematurely and/or obstruct the device path and prevent the device from being inserted into the procedural sheath. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states, ¿step 1: position balloon, insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath.¿ neither the product analysis, nor the information available for review suggests that the failures could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.